Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the arm between 49 and 71 hours. On (B)(6) 2026, the patient reported high blood glucose (bg) readings (<450 mg/dl), chest pain, and feeling unwell. The patient sought medical attention and was hospitalized for approximately 24 hours while wearing the pod. Treatment included intravenous infusions followed by insulin administration via insulin pen injections. The patient was discharged on (B)(6) 2026. After discharge, the patient removed the pod and observed the cannula appeared bent. The patient alleged insulin was not delivered from the pod, resulting in high bg readings.